Manufacturer narrative:
Analysis of the returned device shows that approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The pin connecting the retaining collar to the inner shaft has also been sheared, this is consistent with overload. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure from t12-l2. During the procedure, it was reported that the tip of the driver broke and was left in the screw head in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.